Event description:
Healthcare professional reported for right device diagnosed via ultrasound, mammography, and MRI: ¿tiny cysts sparse bilaterally, measuring around 0.5 cm¿, ¿sparse cysts, the largest not exceeding 0.7 cm (ndr). ¿slight rounding of the right implant in relation to the contralateral one¿. ¿minimal amount of bilateral intracapsular fluid¿. "Typically benign bilateral calcifications¿, ¿microcalcifications¿. ¿some nodules visible on mammography, which present with an echotexture similar to that of adipose tissue or that of fibroglandular tissue¿ (ndr). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.7.

Event description:
Healthcare professional reported right side "calcifications," "tiny cysts sparse," ¿some nodules,", capsular contracture baker grade ii "intracapsular fluid," "cysts," and "slight rounding of the right." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b., h.6.

Event description:
The device remains implanted.